Event description:
A customer's daughter reported the customer had been receiving a 711 error code on their relion ultima meter and was unable to test. According to the customer's daughter, the customer began receiving the error message in 2009, and she believed the customer was administering insulin without being able to test on her relion ultima meter. The customer's daughter also stated that her mother had not informed her that the meter was giving an error message. Three days later, the customer administered insulin (the amount taken was believed to be 19 units) and then later fell on the kitchen floor where she was found by her daughter. The paramedics were called and when they arrived the customer had a seizure. There was not report of a blood glucose measurement taken once the paramedics arrived. The customer was then transported to the hospital where they were treated with IV fluids (solution unk). It was also reported that the customer was diagnosed with a stroke in the hospital and during the hospitalization the customer had elevated blood sugars, the exact blood sugar readings are unk.

Manufacturer narrative:
When the relion ultima meter is powered on, a self-test is performed. Error 711 is an expected message that appears when the meter fails the self-test. It is indicative of a bandgap voltage measurement lower than the limits allow. Error 711 is a recoverable error. The relion ultima user's manual provides instruction to the user to repeat the test if such an error message appears. It informs them to write the error number down and contact customer service if the message shows again. During the troubleshooting with adc customer service on 12 jun 2009, the error message 711 was resolved over the phone once the meter's battery was replaced. As the meter was no longer showing the error code 711 and the meter was advancing to the appropriate "apply blood" message screen, the customer's daughter declined performing a test over the phone. A courtesy call was placed to the customer on 16 jun 2009 at which time abbott diabetes care was informed that the customer had passed away. The cause of death is unk. The customer's product has been requested to be returned. A follow-up report will be provided upon receipt of any additional information related to the event.